Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced a heart rate below the implantable pulse generator (ipg) programmed low rate. This resulted in the patient experiencing shortness of breath. The ipg remains in use. No further patient complications have been reported as a result of this event.